Event description:
Add'l info rec'd from MFR 8/28/03: co does not have a canadian customer who ships zenith sun tan booths from/through its facility.

Event description:
Fire dept responded to an electrical fire reported in a tanning salon. Upon their arrival there was no fire but the wiring providing the power to the lid was damaged from shorting and arcing. The location on the lid where the flexible conduit, containing the wiring, attaches, subjects it to stress each time the lid is raised or lowered. This particular facility had ten of these beds but none of the others had shorted out. The bed is a zenith vhr-52. These tanning beds are listed by the canadian standards association, a nationally recognized testing lab.